Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed. Evaluation found the image was black and a b30 scope communication error message was displayed. There was no change after aerating the scope. Also, evaluation found there was no data transmission, the instrument was unable to be seal to complete the leak test, the distal end cover was chipped, the bending section cover had chemical damage and discoloration, the bending section cover adhesive was peeled, the charged coupled device (ccd) mesh was cut and detached, the insertion tube had multiple dents, the control body was wet and corroded, the scope connector was wet and corroded, angulation was reduced, and the incorrect label was on the scope connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope displayed an e315 unsupported scope error message. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e315 image error could not be confirmed and a definitive root cause of the issue could not be determined, however, the issue was likely the result of device leakage causing a temporary or intermittent electronic component failure. Additionally, the observed b30 image error was likely the result of device leakage, resulting in electronic component failure. The event can be detected/prevented by following the instructions for use which state: ¿inspection of the endoscopic image¿ ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury¿. ¿if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury¿. Olympus will continue to monitor field performance for this device.